Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate customer reported issue. The ventilator passed short self tests (sst), extended self tests (est), electrical safety test, all calibrations and performance verification according to the manufacturer's specifications at time of service.

Event description:
Report received that due to a malfunction of the ventilator, the patient was placed on a second ventilator. The patient was not harmed as a result of the event.